Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated

Event description:
It was reported that both of patient's leads had migrated. The issue was confirmed via x-rays. As such surgical intervention took place where the leads were replaced, and therapy was restored following the procedure.